Event description:
The following info was reported by aci sales representative: "I was informed of a device that lost balloon pressure during deployment. Inflated balloon, when advanced to white marker, pulled back to arteriotomy and balloon came out of sheath. Tech made sure physician followed appropriate steps". Manual pressure was held for 20 minutes. The pt was not hospitalized. The pt received antibiotics, but not related to the "device failure". The physician gives antibiotics routinely for these types of procedures, to prevent an infection. Stick location: left femoral artery. Sheath size: 7f sheath. Procedure: peripheral. Deployer: in training.

Manufacturer narrative:
Visual inspection of the returned device revealed the shuttle was disengaged from the handle. The sealant was deployed as received. The balloon from the returned device was inflated with fluid to determine if there was any presence of leak in the balloon or any part of the catheter; no leak was observed. The inversion was recovered and the balloon was verified in a go/no go gauge to be within the 5.75 - 6.15mm specification. The review of the lhr (lot f1334506) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the reported event could not be confirmed and the root cause could not be determined. There is no evidence to suggest that the mynxgrip device did not meet specification or perform as intended per instructions for use (IFU).